Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a in clinic follow-up, low pacing impedance and noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead provocation test was performed in clinic and the noise was reproducible. The physician suspected rv lead insulation damage to be the cause of the event. The rv lead was capped and replaced and the patient was in stable condition following the procedure.